Manufacturer narrative:
A review of data sent to technical services was completed. Technical services discussed a possible lead issue. At this time no additional information is available and this system remains implanted.

Event description:
Boston scientific received information that during a follow up many ventricular tachycardia episodes were stored, as a result of noise. Due to the noise asystole for > 2 seconds was noted. All other measurements appeared normal. A possible setscrew issue was suspected with this device, as well as a lead issue. A possible lead revision was discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.